Event description:
The facility reported an infusion pump alarming air in line. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Although requested, no add'l contact info was provided.